Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Eventually, this device was returned and analyzed. The analysis results are mentioned below. Patient code 3191 captures the reportable event of surgery. Corrected fields: -b2(outcomes attrib to adv event): hospitalization was included -b5 (problem description): updated to a more concise verbiage -d2(common device name): corrected to implantable cardioverter defibrillator (ICD) the returned implantable cardioverter defibrillator was analyzed and. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered explant indicator and was scheduled for replacement. An engineering analysis was performed in which it showed that the device had no low voltage fault but was depleting in a manner consistent with the lv capacitors advisory. Moreover, the device hardware was not detecting the loss of battery energy. Hence, the battery status indicator was not reflecting the depletion condition and were inaccurate. The device was malfunctioning and should be replaced. Also, device should be returned for a detailed analysis. The device was explanted. No additional adverse patient effects were reported.